Event description:
A healthcare professional reported injecting a patient with evolysse form in the lips. Approximately two (2) weeks post injection, the patient experienced lumps and bumps in the lips like the product did not settle. The hcp dissolved the product and the symptoms resolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site (B)(4).